Event description:
Covidien service center received a report of a n-560 for an audible alarm did not function. Covidien field staff had detected the malfunction while briefing of the hospital staff. Service technician isolated the failure to the main pcb.

Manufacturer narrative:
Covidien investigation determined that when an alarm occurred, only a visual alarm was present temporarily before giving an error code. There was no problem found with the speaker and other alarms were functional. The main pcb has been forwarded to the manufacturer for investigation.